Manufacturer narrative:
Analysis of programming history.describe event or problem. Correct data : the initial reported inadvertently incorrectly reported that the patient settings were corrected at the next to appointment when it was meant to report that they were not corrected at the next two appointments. (B)(4).

Event description:
It was initially reported while reviewing manufacturer's programming history that the patient came in to an appointment at unintentional settings that are indicative of an incomplete diagnostics. At the prior appointment the patient did not have a final interrogation. The patient's settings corrected at the next two appointments.

Manufacturer narrative:
.